Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, upon release of the valve from the delivery catheter system (dcs), the valve dislodged towards the ventricle. One tab was still attached to the dcs and the other tab of the valve was snared to pull the valve up into the sinotubular junction and the ascending aorta. A 34 mm valve was then implanted valve-in-valve. No other adverse patient effects were reported.